Event description:
Customer reported that "there is a 'kink' in the cannula, just before the connection with the mask. The patient has the feeling that this reduces the oxygen flow. The patient uses a flow rate of 10l/min during 18h/day". No patient harm or injury reported. It was reported the alleged issue occured after 2-3 days of use and the patient changed the mask.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was determined that this product is not manufactured by teleflex nuevo laredo.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported that "there is a 'kink' in the cannula, just before the connection with the mask. The patient has the feeling that this reduces the oxygen flow. The patient uses a flow rate of 10l/min during 18h/day.". No patient harm or injury reported. It was reported the alleged issue occured after 2-3 days of use and the patient changed the mask.